Event description:
The manufacturer received information from a customer that a ventilator inoperative condition was reported on a bipap a40 device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.